Event description:
It was reported that during a laparoscopic gastrectomy, there was a crack on the tip. When the trocar was punctured, the crack got worse. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. However, the device has been washed before returning, and the crack got worse than it was, so the condition of the device is not same as when the issue was found at the procedure.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2023 d4: batch # unk a manufacturing record evaluation is pending. Additional information was requested and the following was obtained: "did any pieces fall into the patient? If yes, were they retrieved?: no, any piecies did not fall into the patient. Will all pieces be returned with the device? If no, were they discarded?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023 d4: batch # unk investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b5st device was received with the tip of the sleeve broken. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records couldn't be reviewed as the batch number is unknown.